Event description:
Related manufacturer reference number: 2017865-2022-13191. It was reported that the patient presented for a follow-up in clinic. It was noted that both the right ventricular (rv) and right atrial (ra) leads were over-sensing noise. Additionally, the over-sensed noise on the ra lead caused inappropriate automatic mode switches (ams). The patient was symptomatic to the anomalies, but the symptoms were unspecified. Programming changes were made and the patient was in stable condition. The patient is not pacemaker dependent.